Event description:
Customer reported that they needed to use more insulin in the cartridge because the pump displayed an incorrect amount of insulin remaining, which raised concerns about wasted insulin as it might not have been delivering properly. There was no adverse impact to the customer's blood glucose level. Follow-up was declined by the customer, no additional information was provided, and no further action was required by technical support.